Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) when testing a patient sample on the echo.

Manufacturer narrative:
Reactivity of the d and e antigen was confirmed on retention crrid, lot id105, and crrid extend ii, lot dn029. These reagents were used by the customer at the time of the event.a service call was made. Qc, group screen and weak d assays were performed with acceptable results. The system was tested and operated within specifications. The customer did not return sample for investigation testing.